Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator. The device was explanted. The patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis confirmed normal battery depletion.